Manufacturer narrative:
Section g4: manufacturers aware date was incorrect on the previous report. The correct date was 27nov2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient presented to the emergency department (ed) with complaints of a persistent cough with white thick secretions for the past two weeks. The patient also reported that during movement of picking up the newspaper and bending, the cough started which was believed to be due to the antibiotics. The patient became slightly dizzy and felt like choking. The patient saw an ear, neck and throat (ent) doctor on (B)(6) 2018 who prescribed bactrim which helped make the patient feel better however still feeling weak with hoarseness and cough. The patient reported losing 10 pounds in two weeks due to poor appetite and reported lvad alarming with low flow alarms. The patient was advised to come to the clinic however denies fever, headache, syncopal episode, orthopnea, nausea, vomiting, diarrhea and hemoptysis. While in the ed, there were no changes to the patient electrocardiogram (EKG) from previous, chest xray had no pleural effusion, consolidation, or pneumothorax, afebrile. The patient received several boluses of IV saline during the hospitalization, and entresto, lasix, norvas discontinued. An echo on (B)(6) 2018 performed and the patient¿s lvad speed was lowered from 5600 rpm to 5500 rpm. A cardiac CT was performed on (B)(6) 2018, which showed a possible kink in the outflow track which will be medically managed at this time. Treatments included hospitalization and changes to medication which resolved on (B)(6) 2019 without sequela. No additional information provided.